Manufacturer narrative:
It was reported that two (2) screws had backed out and were found broken upon reviewing radiographic images from a postoperative follow-up. The device was not returned to the manufacturer for evaluation as it remains implanted. The 2.5 mm diameter locking screw (1405-101x) is provided to the customer within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, (sk12), that the product is distributed within. The device history records for all screws intended to be implanted were reviewed (1405-1012, 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The root cause cannot be determined due the device not being returned for evaluation and review of radiographic evidence was also inconclusive as to the likely cause. Although a number of factors could have contributed to the breakage of the screws, it is possible either the screw was not completely locked during placement and/or post-operative activity of the patient led to it backing out and its eventual breakage from being subjected to excessive bending stresses. The instructions for use, lbl 1405-9005, identifies warnings related to postoperative care and the surgical technique, lbl 1405-9001 instructs on the proper method for inserting screws into a plate. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that two screws had backed out and were found broken after an initial bunion surgery. There was no other report of any patient impact or injury as a result of this event and this malfunction has not resulted in a revision surgery to date.